Manufacturer narrative:
Plant investigation: the power supply was returned with signs of thermal damage in the heater cable on the distribution board side. Install the power supply onto a test machine for testing. No problems during the initial power up. Rinse program was completed without problems. Heat disinfect program was completed without failures. Dialysis mode functioned properly without failures. Self-test program was completed without failures. Internal inspection found no discrepancies. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine displayed a 24 v low message. Upon follow up, the bmt stated that the power supply was replaced to resolved the reported issue. The machine was returned to service. It was confirmed that there was no patient involvement, no harm or adverse events with this incident.